Event description:
It was reported that the patient had a refill and reservoir volume was updated, which generated an updated refill date. The patient was able to give herself several boluses afterwards, but the personal therapy manager was still showing the previous refill date instead of the updated one. The personal therapy manager was decoupled and recoupled with the pump and the issue was resolved. The patient status at the time was alive with no injury or adverse event. The drug being delivered via the pump was unknown.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).